Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed and unable to recover. A field service engineer removed the stuck and failed cubie from auxiliary drawer 4 row a and verified the functionality of the replacement cubie using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and unable to recover, which located on bs 2a. The customer tried to recover the drawer, but an error message displayed on the screen as required maintenance. Additionally, they switched off the station and unplugged the power cord, waited for a couple of minutes and then plugged back the power cords and switched the station back on, but they were still not able to recover the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.